Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating an issue with air bubbles/ leaking with the cartridge. The patient reportedly experienced a blood glucose (bg) value of 23mmol/l with trace ketones. The reported bg measurement does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.